Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been evaluated; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tenting procedure the "tip of the cutter device broke". The report stated that the "surgeon didn't find any residue in the patient body during and after the operation by x-ray imaging". The surgeon used a motor device with 80,000 rotations per minute (rpm). The report stated that the "product occurrence was not relevant to the health of patient". It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.